Event description:
It was reported that, after a bilateral knee replacement performed on (B)(6) 2014, the patient underwent a revision surgery on (B)(6) 2022 to replace the plastic component due to failure. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: health effect - clinical code. Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision ¿to replace the plastic component due to failure¿ was performed approximately 8 years post implantation. The requested medical documentation has not been provided as of the date of this medical investigation. The current health status of patient remains unknown. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed. The patient impact beyond the reported ¿failure¿ and revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint or injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.